Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed in the market. There were (B)(4) units in stock at the moment of receiving the complaint. The ampoule received is leaked and the glue is already polymerized. The tip of the ampoule is bent and almost broken. This bending has caused the leakage of the glue, nevertheless root cause for the leakage cannot be determined. It could be due to a transportation issue and the ampoule was damaged and caused the tip to bend. It can also be that the tip has bent after the leakage. Final conclusion: taking into account that the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. However, actions in the ampoules manufacture have been taken to avoid this defect.

Event description:
Country of complaint: (B)(6). It was reported that when the package was opened it was discovered that the product was leaking.